Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2017; evolutr-29-us valve, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited non-physiologic oversensing, noise, and inhibited pacing which caused the patient to experience dizziness and pre-syncope. The physician was unsure if the lead had fractured or if this was due to a malfunction of the cardiac resynchronization therapy pacemaker (crt-p) header. The physician chose to explant and replace both products. No further patient complications have been reported as a result of this event.